Manufacturer narrative:
The report event of high impedances was confirmed. As received, microscopic inspection and continuity resistance showed the returned lead found all the internal lead wires broken.

Manufacturer narrative:
Reporter phone number (B)(6).

Event description:
It was reported that during an ipg replacement (related manufacturer reference number 3006705815-2024-05406) on (B)(6) 2024, the lead was damaged and intraoperative testing recorded high impedances. As a result, the lead was explanted and replaced. Effective therapy was restored post operatively.